Event description:
It was reported that a pt underwent a surgical procedure. Sometime postop, it was reported that the locking mechanism of the plate broke thus allowing a screw to back out. It is unk if the pt has been revised. No further pt complications were reported.

Manufacturer narrative:
(B)(4): a review of the device history records for this device could not be performed without additional info.